Manufacturer narrative:
During failure analysis investigation, the autopulse platform system (sn (B)(4)) failed functional test displaying ua45 (not at "home" position after power-on/restart). The most probable root cause was due to a damage processor pca assembly, which was probable caused by the age of the autopulse platform. The autopulse platform is a reusable device and was manufactured on 6/10/2014; is more than 5 years old, it passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. Unrelated to the ua45 error message, during visual inspection, the autopulse platform exhibited holes on the platform cover affecting the watertight seal. The platform covers were replaced to correct this issue. During functional testing, the autopulse platform displayed confuse characters on the liquid crystal display (lcd), the autopulse was reset several times and the error message was cleared. However, the autopulse platform experienced issues with the lifeband displaying user advisory (ua) ua45. The shaft was rotated to home position, with the lifeband installed, but error message 45 occurred again. It appeared as the home position was not been saved correctly. Theprocessor pca assembly was replace to correct this issue. Following the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
During failure analysis investigation, the autopulse platform system (sn (B)(4)) failed functional test displaying ua45 (not at "home" position after power-on/restart) . No patient involvement.